Manufacturer narrative:
Suspected device and strips were evaluated by ok biotech and calculated that the meter and strips were operated within specifications. We tested the returned meter, the standby current was 1.1ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; we tested the suspected meter with in house control solution and returned strips (strip lot number:d160219-1). The control solution tests for level low were 63/62 mg/dl, for level high were 272/265 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; we tested the retain strips(same strip lot as returned strip #d160219-1). The control solution tests for level low were 59/65 mg/dl; for level high were 257/254 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on 8010762-2015-00697-3 2017 at 3:00pm after the end user was experiencing symptoms of low blood glucose levels. The end user's blood glucose level at the time of the event was 74 mg/dl which was performed with the prodigy diabetes meter. The end user was disoriented and the paramedics were called and they proceeded to perform a blood glucose test with their meter with a result of 34 mg/dl. An IV of fluid was administered to stabilize the end user's blood glucose level. No additional information was provided in relations to this medical event.